Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I havab igg result for a 40-year-old female patient. The result was questioned by the patient as it was not consistent with her clinical history. The test was repeated at another lab which generated a nonreactive result (platform unknown). A new sample was collected and generated a nonreactive result. The following data was provided: first sample: on (B)(6) 2024 sid (B)(6) alinity I havab igg = 5.30 s/co (reactive). Result from another lab (platform unknown) = nonreactive. Second sample: on (B)(6) 2024 sid (B)(6) alinity I havab igg = 0.05 s/co (nonreactive). Other test results provided: alinity anti-hbs = 294.94 miu/ml (reactive) . Alinity hbsag = 0.36 s/co (non-reactive). Alinity anti-hbc = 0.06 s/co (non-reactive). Alinity anti-hcv ii = 0.07 s/co (non-reactive). Alinity havab igm = 0.14 s/co (non-reactive). There was no impact to patient management reported.

Event description:
The customer observed false reactive alinity I havab igg result for a 40-year-old female patient. The result was questioned by the patient as it was not consistent with her clinical history. The test was repeated at another lab which generated a nonreactive result (platform unknown). A new sample was collected and generated a nonreactive result. The following data was provided: first sample: on (B)(6) 2024 sid (B)(6) alinity I havab igg = 5.30 s/co (reactive). Result from another lab (platform unknown) = nonreactive. Second sample: on (B)(6) 2024 sid (B)(6) alinity I havab igg = 0.05 s/co (nonreactive). Other test results provided: alinity anti-hbs = 294.94 miu/ml (reactive) alinity hbsag = 0.36 s/co (non-reactive) alinity anti-hbc = 0.06 s/co (non-reactive) alinity anti-hcv ii = 0.07 s/co (non-reactive) alinity havab igm = 0.14 s/co (non-reactive) there was no impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2024-00220-00 under a different suspect device. The complaint investigation for false reactive alinity I havab igg included a review of the instrument service history, complaint trending review, device history record review, and labeling review. A single definitive likely cause part could not be determined for the alinity I processing module, serial number (B)(6). Therefore, the alinity I processing module, serial number (B)(6) was determined to be the likely cause of the result issue. An instrument service history review revealed no additional ticket related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems found no similar issues related to the alinity system, likely cause part, or discrepant results as describe in this ticket. The device history record was reviewed, and no non-conformance's or deviations was identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) was identified.